Event description:
It was reported that caller experienced minimum fill notification while attempting to reload cartridge with unknown amount of insulin remaining. There was no adverse impact to the customer's blood glucose level. Customer was advised that at least 80 units of insulin were recommended when reloading cartridge, confirmed understanding of guidance, and declined further assistance, so case was closed by technical support.